Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the 10mm, 33cm biopsy spoon was received with broken/detached spoon jaw and serial number cannot be verified. Functional inspection cannot be performed due to detached spoon jaw. Probable root cause could be user misuse. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.